Event description:
It was reported that the anesthesia system failed several subtests during the system check out there was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital and replaced a defective part. We have not been able to obtain information about which part that was replaced. It was also reported that the defective part was discarded and will not be available for investigation. A complete set of device logs was received which contains the reported fault, but without the replaced part to investigate, we have not been able to determine the true cause of the reported issue.